Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tah, bso, lysis of adhesion, burch retropubic urethropexy, left paravaginal repair, lysis of adhesion in the right space of retzius, posterior colporrhaphy and revision of labial scar of the right labia. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and other discharged, swelling. (B)(4).

Manufacturer narrative:
(B)(4). Reason for surgery was uterine prolapse, cystocele, rectocele, enterocele, vaginal vault prolapsed, sui, fecal incontinence, dyspareunia. Concurrent procedures included tah and bso, burch retropubic urethropexy , left paravaginal repair, posterior colporrhaphy, revision of labial scar of the right labia, cystoscopy.

Manufacturer narrative:
The patient underwent mesh removal/revision on (B)(6) 2013, (B)(6) 2012, and (B)(6) 2013.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.